Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation found the device had bad audio during testing. The cause was identified to be the speaker fell off of the rear case. The rear case was replaced to correct this condition. A service history review revealed the device has been serviced in the last 12 months for an unrelated issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device was found to have bad audio. No additional information is available.